Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased r-wave amplitude was observed. The patient was asymptomatic. Lead dislodgement was suspected, but was unable to be confirmed. The lead was explanted.